Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure. During advancement, the tip of the needle got caught, exposing the needle and could not be retracted. A new catheter was used to complete the procedure. No patient injury reported. This product problem is being submitted due to a sharp edge. There is a potential for harm if the malfunction was to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.